Manufacturer narrative:
(B)(4).

Event description:
It was reported that a breakage on the proximal of the catheter occurred. The target lesion was located in the hepatic artery. A 135/10 renegade¿ hi-flo¿ kit was selected for use. During procedure, a leakage was noted when the contrast agent was injected. And, a break on the proximal of the catheter was observed when the catheter was slightly pulled out. The catheter was then removed without using a snare. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Microscopic inspection of the hub, shaft and tip were performed and revealed that the device was broken/damaged in 1 place at .5cm from the hub. And, the shaft was not completely separated the inner liner was still connected. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that a breakage on the proximal of the catheter occurred. The target lesion was located in the hepatic artery. A 135/10 renegade hi-flo kit was selected for use. During procedure, a leakage was noted when the contrast agent was injected. And, a break on the proximal of the catheter was observed when the catheter was slightly pulled out. The catheter was then removed without using a snare. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.